Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. (B)(6) the instrument was not returned, so no analysis was conducted. H4) device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the straight suctions was bent. There was no patient present when this issue was identified.